Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance, noise artifacts, undersensing and high thresholds. The lead was revised and upon inspection, the atrial terminal set screw was not fully engaged in the atrial port of the device header. The set screw was unscrewed and the lead was tested with an external analyzer and no performance issues were noted. The lead was reinserted into the device header port and the set screw was screwed down. The lead was measured via the device and all limits were within normal serial measurements. The physician manipulated the device for atrial artifacts and no artifacts were noted. The lead and device remains in use. No patient complications have been reported as a result of this event.